Event description:
It was reported that a malfunction occurred with the pump. There was no reported impact to the customer¿s blood glucose level. The customer opted for multiple daily injections as a backup therapy and was provided with a replacement pump by technical support. Technical support also confirmed and updated the email for field correction notice, sent instructions for placing the pump into storage mode, and guided the customer on returning the malfunctioning pump.